Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary : the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: unit modified acc. To guideline of manufacturer, unit safety test performed acc. To manufacturer's, final test procedure with reference accessories, functional test performed, electrical safety test completed, hipot test completed, functional test acc. To test procedure completed, defective drill mounting mechanism replaced, the keypad pcb is corroded, resistance value out of specs: hand control set replaced, motor too loud - motor replaced, motor corroded - motor replaced, short circuit in the motor cable - motor cable replaced, "micro": preventive replacement of o-rings performed acc. To service manual. Fluid contact with the motor and keypad has the potential to cause corrosion of the components, therefore is a potential root cause for the motor and keypad pcb being corroded. When the motor and keypad pcb are corroded and there is a short circuit in the motor cable the device will not function as intended therefore are potential root causes for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device would not change directions. According to the reporter, the device had to be unplugged for it to change directions from left and right to up and down. During in-house engineering evaluation, it was determined that device had a defective drill mounting mechanism and short circuit on the motor cable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.